Manufacturer narrative:
Insulin pump received with a high idle current, problem isolated to the ib. No unexpected weak battery alerts noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the low battery on the insulin pump. The customer¿s blood glucose level was 130 mg/dl. Customer replaced the battery however the issues remained unresolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.